Event description:
It was reported that there was a medication error with prograf gtt. The order is to run a bag for 24 hours at 4.2 cc's per hour. But the drip for the pt was running at 1cc per hour and charted on emtek at 2.4 cc's per hour on (B)(6) 2011 (7 pm - 7 am) and (B)(6) 2011 (7 am - 7 pm). There was no reported pt injury, medical intervention, or adverse event associated with this event. No add'l info is available.

Manufacturer narrative:
(B)(4). The history log was evaluated to identify the root cause to the reported medication error. No device malfunction was found that could have contributed to the described medication error. The history log shows that prior to (B)(6) 2011 at 21:47 (gmt) the unit was programmed to run at 4.2 ml/hr. The user then reprogrammed the pump by manipulating the "time, and "vtbi" parameters which changed the delivery rate to 3.3ml/hr. The unit ran until (B)(6) 2011 22:07 (gmt). On (B)(6) 2011 at 22:05 (gmt). The unit was then again reprogrammed which changed the delivery rate to 1ml/hr. One (B)(6) 2011 at 00:47 (gmt) the titrate key was pressed and the rate changed to 4.2ml/hr. The device was tested for flow rate accuracy and passed. No device malfunction was found that could contribute to the described medication error and the history confirms that the user programmed the delivery parameters that were described in the reported event.